Event description:
The user facility in (B)(6) originally reported "during a phaco-vitrectomy surgery, the first trocar was placed in the pts eye using the standard technique. Little pieces of green plastic from the trocar were in the clip that held it. When cleaned with a glove, green little spots were observed. The phaco was performed normally and the vitrectomy was started. The doctor was concerned there were green bits floating inside the eye which were removed with the same vitrectomy process." According to the user facility, the pt has "evolved favorably even that presented further inflammation as expected in this kind of surgeries." Upon investigation, there is no indication that the pt experienced any adverse affects or required medical intervention.

Manufacturer narrative:
The device has not yet been received for eval. A supplemental report will be submitted when the product has been returned and evaluated.